Event description:
It was reported that the implant at tooth site 25 caused a strange allergic reaction and nerve pain and implant had to be removed. Patient will have to return to place a new implant

Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Patient weight unknown / not provided

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsx37b10, (tsx implant, 3.7mmd, 10mml) for evaluation. Visual evaluation was performed, there was signs of use, with debris on external threads and markings from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 1262117. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262117 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction and dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and material selection. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.